Event description:
The customer initially called to report that numbers were ramping up on the screen without any buttons being pressed. The customer then stated that she was hospitalized for low blood glucose levels with a reading of 40 mg/dl. Prior to the event, the customer stated that her blood glucose reading was 118 mg/dl and she may have over-treated for what she ate. Troubleshooting on the insulin pump was not possible due to the button anomaly. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the error alarm test due to a broken solder joint. All the buttons functioned properly. The insulin pump passed the basic occlusion, prime, displacement, occlusion and excessive no delivery alarm tests. Moisture damage was noted on the keypad traces.